Event description:
On 08/25/2022, it was reported by a sales representative via (B)(4) that a ar-8672 chondro 60 degree tip, and a ar-8671 chondro 90 degree tip bent. This occurred during an unknown case. The case was completed, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, no problem was noted with the device.